Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.0/2.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during implantation. On (B)(6) 2023 the lens was exchanged with a same length/model lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.